Event description:
Pt [patient] had to have his gj [gastrojejunostomy] replaced. The white "button" of the g-tube port kept coming out of place. Mom reports that this began happening two weeks after he got this tube one year ago, but she thought it was expected. During this adm [admission], nurses realized this "button" was detaching and at this time causing stomach contents to leak out onto the patient's abdomen. Manufacturer response for type of device 14 fr gj tube, (brand not provided) (per site reporter). Have you made the manufacturer aware of this problem/issue? If yes, what was their response and when were they made aware? Yes, they were made aware on [redacted]. Currently awaiting manufacturer response.